Event description:
Hyperal solution for nutrition was hung on this young pt at a rate of 3.2ml/hr at (B)(6) 2015 at 1630 on the alaris lv module with primary tubing and the pcu. It was discovered at around (B)(6) 2015 at 0300 when the rn returned to the room to address a pump alarm that the tpn bag was dry (too early). Based on the IV pump report, rate programmed only 33.8 ml should have been infused. Tpn bag compounded and prepared was a total of 179.2 mls. Over infusion is suspected with around 100ml unaccounted for in the infusion history of the IV pump. D10 was hung subsequently in order to assist in the care management of this pt and to allow for close monitoring. Alaris pcu unit, lv module - start time of use of tubing (B)(6) /2015 1630. Pumps in use over the last several days for treatment needs.